Event description:
It was reported that the patient had a device implanted a few years back and his "machine" wasn't working. His implantable neurostimulator recharger (insr) display was showing "call your doctor" icon with a power on reset (por) condition. He started seeing the por message one day prior to the report. The patient also had a surgery on his neck a few months before the report so he hadn't used the device in a while. The patient did not meet with a manufacturer's representative one day before and did a "jump start" of the implantable neurostimulator (ins) himself. He couldn't turn stimulation up with his patient programmer (pp) - it went down but not up. This started a couple months before. It was also reported that the patient was unable to adjust stimulation with his patient programmer. Its display was showing "call your doctor" icon with end of service (eos). It was confirmed he was seeing an informational por. It was after clearing the por when the patient saw a call your doctor icon with eos. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3887-33, lot# j0114042v, implanted: (B)(6) 2002, product type: lead. (B)(4).